Event description:
Caller reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer was using a tandem charging cable and attempted to charge the pump via a wall outlet; technical support instructed the caller to plug the pump into a different outlet and leave the wall adapter connected for at least 30 minutes to see if the battery would start charging. Additional information was not provided. Multiple attempts were made by technical support to obtain additional information; however, a response from the customer was not received.